Event description:
Patient was admitted with subarachnoid hemorrhage and the aneurysm was treated with 12 penumbra 400 coils. During the operation the 5th was approximately half way into the aneurysm when a coil loop protruded into the parent vessel. The coil unintentionally detached when the physician attempted to reposition it. A balloon was already in place and used to reposition the coil into the aneurysm. After correction the physician continued to implant seven more coils and filled aneurysm successfully.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the pusher assembly still has it the pet lock on the proximal end of the hypo-tube. This observation is consistent with an undetached coil however, the coil is not longer attached. This pusher assembly is missing the distal detachment tip (ddt). Conclusion: the complaint has been evaluated and confirmed. The complaint states that the coil was broken during the procedure. Upon evaluation, it was confirmed that entire ddt broken from the polymer section of the pusher assembly. The root cause of this issue was likely excess tension placed on the bond between the polymer section of the pusher assembly and the ddt when manipulating the coil inside the patient. All tested units from this lot met the specification for tensile strength. There is no indication of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.